Event description:
Past deployment of angioseal (collagen plug), the dilator and the introducer could not be removed by the physician. Pt was referred to a vascular surgeon and was sent to or for embolectomy and removal of foreign body.